Event description:
The customer contacted baxter's technical service center to report a leak which occurred on the home choice (hc) machine during use. The home patient (hp) stated that the solution was leaking near the valve. The set was replaced and the therapy was completed. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The actual device was evaluated. This complaint was not confirmed in the lab for the reported issue of leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot number. Root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). His product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. The sample lot number is known, therefore a batch review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.